Manufacturer narrative:
The failure investigation has been completed and the alleged issue (occlusion) was verified in the pump logs; however, no failure was identified. The cartridge was not returned. The alleged malfunction (insulin gauge) could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that there were unspecified issues with the insulin gauge. Blood glucose was elevated; however, the exact value was not provided. Reportedly, customer had manual injections available as alternate insulin therapy.